Manufacturer narrative:
Product event summary: product ID: (B)(4) a proximal portion was received measuring 7 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) was deceased. Interrogation of the ICD indicated that the device had reached elective replacement indicator seven months prior to the patient death. It was also noted that there was an alert for long charge time four months prior to the death. Approximately a week prior to the death the ICD tripped charge circuit inactive status. The day prior to the death two episodes of ventricular fibrillation were noted with no shocks delivered. The cause of death was reported as ventricular fibrillation and ischemic cardiomyopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable pacing lead product ID 5076-52, implanted: 2003-(B)(6); implantable defibrillation lead product ID 6996sq58, implanted: 2003-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.